Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown 2.7 cortex screw. Part and lot number is not provided. Without a valid part and lot number, the UDI is not available. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was implanted with one wrist fusion plate on (B)(6) 2016 was revised on (B)(6) 2017 due to the post-operative break of three (3) 2.7 distal locking screws. The originally implanted wrist fusion plate was left intact and the broken screws were removed using a hemostat (little pliers) and replaced with new screws. The three broken distal locking screws were easily removed without any additional medical intervention being required. It is unknown the number of additional locking screws and cortex screws that were initially implanted on (B)(6) 2016. Reportedly, while placing one of the 2.7 cortex screw in under power, the surgeon broke the screw head off. The surgeon was unable to remove the shaft of the cortex screw and it was left in the patient's bone. Quite a few additional, unanticipated, x-rays, were required due to the intra-operative break of the cortex screw. No additional medical intervention was attempted to remove the screw fragment from the patient's bone. The three broken locking screws and the broken cortex screw shaft will be returned for investigation. The procedure was successfully completed with a seven minute delay (to remove all broken hardware) and no additional harm to the patient. There is no patient information available. This report addresses the intra-operative break of the 2.7 cortex screw during a revision surgery. The three screws noted to be broken post-operatively are captured in a linked (B)(4). Concomitant devices reported: locking compression plate (lcp) wrist fusion plate (quantity 1), power driver, hemostat (quantity 1). This report is for one (1) unknown 2.7 cortex screw. This is report 1 of 1 for (B)(4) .

Manufacturer narrative:
Device returned to manufacturer. A product investigation was performed. One (1) unknown 2.7mm cortex screw was received with the complaint category of ¿broken: intraoperatively.¿ it was reported that while placing one of the 2.7 cortex screw in under power, the surgeon broke the screw head off. The surgeon was unable to remove the shaft of the cortex screw and it was left in the patient's bone. The complaint condition is confirmed as the screw head was received with the distal threaded shaft missing. The screw head showed a roughly transverse break at the screw head / thread junction. The locking compression plate wrist fusion set technique guide and the 2.4mm lcp distal radius system technique guide each state that the 2.7mm cortex screw is to be inserted manually using the stardrive screwdriver. Thus, while it cannot be definitively determined it is likely that insertion under power impacted the complaint condition. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The part number for the returned screw was not provided. Per the external part list - screw implants for or w/o plates, the following are the potential part numbers of 2.7mm cortex screws; x02.806 to x02.860, x02.866 to x02.969, and x02.006 to x02.055 where x denotes 2 and 4. While definitive part numbers could not be determined, the returned screw was found to be conforming to drawing number 202_866 rev. G and is therefore from part range x02.866 to x02.969. The screw head was received with the distal threaded shaft missing. The screw head showed a roughly transverse break at the screw head / thread junction. The fracture site was examined and no material voids or irregularities were identified. The remainder of the screw head exhibits wear consistent with use which has not impacted functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the screw is already broken. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The outer diameter at the location of the break was found to be within the specification per the drawing. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition and there is no evidence of manufacturing issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.